Event description:
It was reported that a patient underwent a posterior pelvic floor repair procedure on an unknown date. The patient experienced mesh exposure requiring surgery. No further information was provided.

Manufacturer narrative:
(B)(4) - mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.